Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving morphine and baclofen (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the patient's refill date was supposed to be a few days before (B)(6) 2018. It was later confirmed that it said (B)(6) 2018, and a refill was missed. It was noted that they started hearing the alarm go off on (B)(6) 2018 with error code 8286 on the personal therapy manager (ptm), indicative of an empty reservoir. The patient had a refill scheduled for (B)(6) 2018 as that was the soonest the healthcare provider (hcp) could get the patient in. It was noted that "it's always been ok in the past because he always had a little medication left, there is usually enough left over at his refills." It was noted that they also saw error code 0617 on (B)(6) 2018. No patient symptoms were reported and no further complications were reported or anticipated.